Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparotomy pancreatic tail resection, at the time of pancreatic resection, the tissue was clamped with the jaw. The green button was pressed, and the handle was squeezed, but the device did not fire. The tip of the jaw was wide open and felt strange. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The jaws were open. Functional testing found that the reload was loaded into a repre sentative instrument. The jaws were clamped and a noticeable gap could been seen. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The loading unit interlock was tested and found to function properly. It was reported that instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that jaws will not close completely. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.